Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. Component code: mechanical (g04) ¿ drill. Visual examination of the returned product identified there are wear lines on the shaft of the device and the threaded tip had fractured. The bit was sent for additional analysis. Analysis found that the instrument fracture shows suspected artifacts of river lines with grainy appearance suggesting a fast fracture brittle overload failure. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the drill bit was found broken. There was no harm or impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.